Event description:
Blood sample taken from an patient diagnosed with an abo incompatability was visually judged to be moderately hemolyzed and generated an aeroset neonatal bilirubin assay result of 22.0 mg/dl. Another sample was taken from the patient five and one-half hours later. This sample appeared normal in appearance with no hemolysis and generated a bilirubin result of 13.3 mg/dl. Howeverm this result was not availabe to the patient physician before an exchange transfusion took place based on the initial neonatal bilirubin result of 22.0mg/dl. A post transfusion sample generated a result of 7.2 mg/dl. Further discussion with the customer revealed that the customer had edited the calibrator set points to values other thatn those suggested in the calibrator package insert. This was done to correlate to a competitor's platform at a sister laboratory. There is no further impact to patient management reported.